Event description:
The customer reported that heparin was "manually" programmed in total units/hr because a weight based (units/kg/hr) option was not available in their dataset. Reportedly, as a result of the programming, the patient had a massive cerebral hemorrhage and died. Although requested there are no patient or event details available; it has not been confirmed whether or not they already have the weight based option available in their dataset, and it is unknown whether the infusion was even programmed using guardrails drugs or if it was programmed as a basic infusion or as a continuous infusion using drug calc. There is no information available as to what the intended dose was or what the actual programming was. There are currently no device(s), device logs or customer dataset available for investigation.

Manufacturer narrative:
Despite multiple requests no device, device logs or dataset have been received for investigation. A follow up report will be submitted with evaluation results should the device or logs be returned. The customer did report that they released a new dataset on (B)(6), which uploaded to all devices. The changes were specific to heparin for ir use and heparin continuous infusion, weight based (units/kg/hr) and non weight base units/hr, and for alteplase for ir and alteplase for continuous infusion.